Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted, as the lot number is unknown. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU states: precautions. When removing the external spiral support (beading) of the distaflo® graft, the beading must be removed slowly and at a 90° angle to the graft. Rapid unwinding and /or removal at less than a 90° angle may result in graft damage. Do not use surgical blades or sharp, pointed instruments to remove the beading as this may damage the graft wall. If damage occurs, that segment of the graft should not be used. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a procedure, while the beading was removed from the vascular graft, the graft allegedly tore. There was no reported patient involvement.